Manufacturer narrative:
Batch review performed on 27.09.2021. Lot 187977: (B)(4) items manufactured and released on 22-jan-2019. Expiration date: 2024-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 2 other similar reported events.

Event description:
At 1 year and 10 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.